Manufacturer narrative:
Product was returned and evaluation verified the complaint as valid. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Defective footswitch was the cause of the complaint incident; the fault was caused by the fast flush footswitch input being activated when the footswitch was not pressed. The complaint was verified as valid. (B)(4).

Event description:
A quality coordinator reported on (B)(6) 2019 the c7000 cusa clarity console had a low aspiration and water dripping from the tip. Vacuum at contamination was within limits. Possible pinch valve failure. The patient was prepped for a liver resection procedure. The product was in contact with patient. A 25-minute delay in surgery was noted with no known adverse consequence caused by the delay. No patient injury reported. The surgeon managed to complete the case.